Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are creating erroneous results/high ast levels. We have been trouble shooting high ast levels for weeks. It has finally been determined that this sudden shift to high ast levels is connected with these tubes. I am not 100% sure if it is this lot only or these tubes in general. We have not used this brand historically but with the tube shortages we have switched. We never had this issue when using greiner tubes. We are following the manufacturers guidelines on use and processing. We have had to credit many patient results and it has caused unnecessary recollects.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. All samples (retain and control lots) demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are creating erroneous results/high ast levels. We have been trouble shooting high ast levels for weeks. It has finally been determined that this sudden shift to high ast levels is connected with these tubes. I am not 100% sure if it is this lot only or these tubes in general. We have not used this brand historically but with the tube shortages we have switched. We never had this issue when using greiner tubes. We are following the manufacturers guidelines on use and processing. We have had to credit many patient results and it has caused unnecessary recollects.